Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.